Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of an emerge balloon catheter. There was contrast in the inflation lumen and blood in the guidewire lumen and balloon. The balloon was loosely folded. There were numerous kinks throughout the hypotube. Microscopic examination of the balloon revealed a 2.5cm longitudinal tear from the proximal to distal end of the balloon. Microscopic examination presented no irregularities in the balloon material or the markerbands that could have contributed to the damage. Microscopic examination presented no irregularities in the markerbands that could have contributed to the damage. Microscopic examination presented no damage or irregularities with the bonds. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the balloon was inflated over the rated burst pressure and the dfu states: "do not exceed the rated balloon burst pressure." (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 2.50mm x 30mm emerge balloon catheter was advanced to the lesion for predilation. The balloon was inflated at 18 atmospheres on the first and second inflation however it ruptured at 18 atmospheres on the third inflation after being inflated for 5 seconds. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.